Event description:
It is reported that a customer issues with the keypad on their insulin pump. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was info that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the down arrow button did not respond due to corroded keypad trace. No moisture damage on the electronic assembly noted. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.